Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Surgeon bent the item when removing.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous spinal pedicle screw placement at t11,t12,l2,l3 to fix lumbar fracture at l1. Intra-operatively,the inserter broke. The rod introducer was trapped in the tulip of the pedicle screw and on removal could result in damage to the implanted screw tulip and the rod inserter. Hence, the screw at l3 was left free from set screw insertion for securing the rod at patient's left side. The surgeon made the clinical decision on the remaining construct to secure the fracture. No fragment of the instrument remained in the patient. No patient complications were reported as a result of alleged event.